Event description:
It was reported that a flo-gard infusion pump does not function. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested and the alarm log was reviewed. During sample evaluation the battery was found to be damaged. The main battery was replaced to resolve the issue. The device was returned to the customer in good working condition.